Manufacturer narrative:
(B)(4). The ziv6-35-125-7-40 stent of lot number c877174 was implanted and was not returned for evaluation. With the information provided a document based investigation was carried out. According to information provided, the date of the event was the (B)(6) 2016. Upon review of the sample label attached to the work order, the expiry date was confirmed to be ¿2016-04¿. This confirms that the complaint device was used after its expiry date. In addition, the customer confirmed that the product was noted as expired after implantation. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all zilver devices are shipped with a product label placed on the outer zilver carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. Based on the above, the most likely cause of this complaint can be attributed to customer error as zilver devices should not be used beyond the date specified on the product label. The product IFU states that the stent system is to be used prior to the expiration date specified on the package. Prior to distribution all zilver devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Instruction. Upon review of the sample label attached to the work order, it has been confirmed that the product label clearly identified the expiration date as ¿2016-04¿. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The stent was correctly placed and no retrieval was performed. The patient did not require any additional procedures. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The stent was placed, it was then noted the stent had expired. The customer has no adverse effects.